Event description:
It was reported that a revision surgery was performed due to unspecified reasons. Biolox head exchanged.

Manufacturer narrative:
Additional info in b5, d1, d2, d3, d6, g4, g5,

Event description:
It was reported that a revision surgery was performed due to unspecified reasons. R3 liner and merete ceramic head exchanged

Manufacturer narrative:
It was reported that patient had a revision surgery due to pain. The associated r3 0 deg acetabular liner, used in treatment, was not returned for evaluation. Therefore the product analysis could not be performed. The review of manufacturing records was conducted and it did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. A clinical evaluation was conducted and noted the root cause for pain that precipitated the second revision with the exchange to the larger merete head cannot be concluded. However, the combination of third party components cannot be ruled out, as a contributing factor. No further medical assessment can not be rendered at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.